Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code: (B)(6). G4: PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the purple support sheath near the handle of an ncircle tipless stone extractor was found damaged. The issue with this device was discovered prior to patient contact and it was not used on the patient. The procedure was completed using another same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4 investigation evaluation description of event: as reported, the purple support sheath near the handle of an ncircle tipless stone extractor was found damaged. The issue with this device was discovered prior to patient contact and it was not used on the patient. The procedure was completed using another same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), review documentation, and quality control (qc) procedures, as well as interview personnel and a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in an open package with label. Upon inspection the basket sheath was completely separated from the inner basket wire. The support tubing was broken at the handle. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history found one additional complaint for this lot number from the same customer. Cook has concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The IFU did not provide any information related to the reported issue. The complaint was confirmed upon returned device investigation as it was found that the basket sheath was completely separated from the inner basket wire. A definitive cause of the reported issue could not be determined with the information available at this time. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.